Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter, receiver and smart device occurred. No additional patient or event information is available. No product was provided for investigation. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.